Event description:
Monitor was received for servicing with the stated symptom of the lights were coming on, but that there was no audio during an alarm. Monitor was being used on a pt. Symptom did not occur while attached. Symptom was discovered during recommended self-testing.